Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer initially called for assistance in setting up a replacement insulin pump. During the set up, the customer began to have a reaction. The paramedics were called to the customer's home. Prior to the paramedic's arrival, the customer drank orange juice to treat the reaction.